Event description:
A customer reported to baxter product surveillance of a clear link set in which an unknown breakage occurred at an unknown position of a stopcock and/or tubing. The specific condition and specific alleged defect were unclear since the customer did not have that much clinical knowledge of the device. There was no patient involvement or medical intervention reported. The sample is contaminated with blood. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.